Event description:
Subsequent to the initial report, the 5.5 x 40 mm supera stent delivery system was returned with a separated tip. Additional information was requested regarding the separated tip; however, no additional information was provided by the site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was not able to be confirmed as the stent was already fully deployed. Additionally, the device was returned with a separated tip. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, after the 5.5 x 40 mm supera was prepared for use, it was advanced to the superficial femoral artery. Deployment was initiated; however, the stent did not deploy properly. The stent was not implanted and the delivery system, including the stent, was removed without difficulty. There was no adverse patient sequela or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.